Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 556mg/dl. The customer states they treated at the hospital. The customer states they had issues with no delivery alarm. Troubleshoot was conducted. The customer is being sent replacement set. The customer was advised to monitor the device and call back if issues persist.